Event description:
Hosp staff were treating a pt and attempted to administer pacing therapy. The device was connected to the pt and an unspecified heartrate was selected and current was increased to an unk level. The rptr stated that the device was not delivering pacing therapy to the pt. The statement was based on the lack of skeletal muscular response from the pt. This device was used as a back up to continue treatment. Reportedly, when the operators attempted to initiate pacing, the pacer function would not turn on. After several attempts, the pacer reportedly did turn on and treatment was continued. The pt was paced for 4 to 5 hrs and then treatment was discontinued. The pt subsequently expired. The rptr declined to comment on whether the device caused or contributed to the pt's outcome.